Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed a previous service event for a damaged door exists however the device was repaired and tested prior to being released. The device was visually inspected, functionally tested and an alarm log review was performed. The damaged door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.